Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are getting excellent recharging quality when recharging the implant and the implant is not taking a charge since yesterday. Patient stated the controller was charged up to 100% and the implanted neurostimulators was at 0% after 3 hours of recharging at excellent quality. Agent asked patient to inspect the recharger for damage and patient said they recently received a new recharging antenna. Patient stated they did not have the external devices with them. Agent recommend patient callback for assistance once they have the external devices with them. Patient service reviewed device function and recommend patient consult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient then called back and mentioned that last night they were able to charge the controller to 100% and the neurostimulators was at 0% after 3 hours of recharging at excellent quality. Caller also stated that now when they checked the controller battery is at 20% and implant is at 100% but they are not feeling any relief as they were feeling pain. Agent walked the patient to check if they had the stimulation on. Caller confirmed that it was indeed off and they turned it on. Caller added that even that the stimulation is now on they are not feeling any stimulation with their body. Agent asked to switched group. Caller mentioned that in their group b their hcp set the settings high incase they feel extreme pain but right now they are just feeling little stimulation. Agent redirected the patient to their hcp/manufacturer representative (rep) to further check their implant settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.